Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms as well as noise and oversensing. Reprogramming was performed and the physician would discuss options with the patient including replacement of the rv lead. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms as well as noise and oversensing. Reprogramming was performed and the physician would discuss options with the patient including replacement of the rv lead. The lead remains in service. No adverse patient effects were reported. Additional information was received that the rv lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.